Event description:
Medtronic received information via literature regarding late results after mitral valve replacement with mosaic bioprosthesis in patients aged 65 years or younger. All data were collected retrospectively between september 2007 and june 2017. The study population included 63 patients (predominantly male, mean age 58.5 years). All patients were implanted with a medtronic mosaic bioprosthetic valve (unique device identifier numbers not provided). Among all patients, two in-hospital deaths occurred at 8 and 51 days after mosaic implant. Both patients were critically ill prior to mosaic implant as they had undergone previous cardiac surgeries and had severe cardiovascular risk factors. During the study follow-up period there were six deaths. Two were due to endocarditis with septic shock at 10 and 83 months after mosaic implant. Other causes of death included one due to pulmonary embolism, one due to type a aortic dissection, and two due to progressive heart failure and cardiac arrest which were deemed not valve-related. Other deaths involved pre-existing conditions such as underlying heart disease and/or comorbidities. Based on the available information medtronic product did not have a contributory or causal relationship with the death(s). Among all patients, adverse events included: bleeding, complete heart block requiring permanent pacemaker, stroke, structural valve dysfunction (svd), endocarditis, thromboembolic events, paravalvular leak (pvl) and reoperation. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: chiariello et al. Late results after mitral valve replacement with mosaic bioprosthesis in patients aged 65 years or younger. Interact cardiovasc thorac surg. 2021 jul 26;33(2):181-187. Doi: 10.1093/icvts/ivab066. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.